Event description:
During evaluation, spectrum pump serial number (B)(4) experienced a system error 105. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received by baxter for evaluation. The unit was received inoperable due to "system error 105" alarms caused by failed I/o pcb (partially dislodged q20). The I/o board was replaced.